Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. H6: investigation summary: one mz1000 china sample was received without packaging for investigation. The customer feedback indicates the complaint sample was from lot 20125201; residual fluid was present in the sample. A visual inspection of the mz1000 china sample did not identify any product defect or manufacturing issues which could have contributed to the customer's experience. Pressure testing did not identify any leakage which may have contributed to the reported back flow. The details of this feedback were forwarded to the manufacturing site for investigation. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the production records for lot 20125201 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure or if the patients arm is extended and is hanging below the patients heart. As stated in the directions for use "clamp line when not in use as a safety precaution", "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that reports of this nature against the maxzero product occur at a low frequency and have not been attributable to a product defect or manufacturing issue. H3 other text : see h10.

Event description:
It was reported that the maxzero needleless connector experienced flow issues and blood backflow. The following information was provided by the initial reporter: mz1000 product connector is connected to the micro pump and blood is returned to the extension tube, which happened in the respiratory department. - how long after the infusion did the blood return? -after puncture, the indwelling needle was connected to the micropump, and blood returned to the joint. Later, the joint was replaced with a new one. - is there any leakage of fluid or blood? -there's no leakage. There's no blood. - can any breakage be observed on the joint? -no visible damage to the naked eye.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector experienced flow issues and blood backflow. The following information was provided by the initial reporter: mz1000 product connector is connected to the micro pump and blood is returned to the extension tube, which happened in the respiratory department. How long after the infusion did the blood return? -after puncture, the indwelling needle was connected to the micropump, and blood returned to the joint. Later, the joint was replaced with a new one. Is there any leakage of fluid or blood? -there's no leakage. There's no blood. Can any breakage be observed on the joint? -no visible damage to the naked eye.